Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. The device failed a voltage test. The share log was reviewed and confirmed the complaint. The probable cause is determined to be transmitter fatal error.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was stuck in a transmitter pairing loop. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause is determined to be transmitter fatal error. The reported event of a transmitter pairing loop is reportable based on the finding of a transmitter fatal error. No injury or medical intervention was reported.